Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had oversensing caused by some air bubbles which occur twice, a few hours post implant. There were no episodes noted and no therapies delivered with duration of only one second. The physician was aware and opted to monitor the situation. This system remains in service. No adverse patient effects were reported.